Manufacturer narrative:
Results: the catrx was fractured approximately 10.5 cm from the hub. Bends and kinks were present along the device approximately 11.0 cm, 15.0 cm and 60.0 cm from the hub. The proximal end of the guidewire lumen was damaged approximately 113.0 cm from the hub. Conclusions: evaluation of the returned catrx confirmed a fracture near the proximal end. It was reported that resistance was experienced while making the initial pass with the catrx with a non-penumbra sheath. If the device is forcefully advanced against resistance, damage such as a fracture may occur. The non-penumbra sheath was not returned for evaluation and the catrx was unable to be functionally tested; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed kinks, bends and a damaged guidewire lumen. These damages likely occurred during removal of the catrx from the non-penumbra sheath or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system cat rx kit. During the procedure, while making an initial pass using the indigo system catrx aspiration catheter (catrx) with a non-penumbra sheath, the physician experienced resistance. Therefore, the access sheath was removed containing the catrx. It was reported that the proximal end of the catrx was found to be broken into two pieces upon removal from patient¿s body. The procedure was completed using a non-penumbra catheter with the same access sheath. There was no report of an adverse effect to the patient.